Event description:
It was reported that ¿a week ago ((B)(6) 2013)¿ the patient was at a higher altitude and was now having increased spasms. The patient had not reported any alarms. The patient¿s last refill was on (B)(4) 2013. Healthcare provider wanted the device checked. Patient was receiving 2000mcg/ml intrathecal baclofen via the pump at a dose of 475mcg/day. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the pump was replaced due to "battery use"; further follow-up clarified that the pump was replaced due to normal battery depletion. There were no device issues or concerns. There were no interventions. No troubleshooting or diagnostics were performed.